Manufacturer narrative:
No rainbow film display during testing. Insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer had high blood glucose levels of 156 mg/dl. The customer reported that the insulin pump had a weird color on the display. The customer described the display of the insulin pump as having a somewhat rainbow film on the screen rendering the words on the display difficult to read. The customer was advised that the insulin pump would be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.